Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-17 - equinoxe humeral stem primary press fit 17mm, (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-46-00 - 145-deg pe 46mm hum liner +0, (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip, (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, (B)(6), 531-78-20 - shouldr gps hex pins kit, 05016623028, (B)(6) - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 83 yo male patient, who had a left shoulder implanted, underwent a revision procedure approximately 1 year 6 months post the initial procedure. The patient presented with pain. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are available for return. No device images were provided. No further information.